Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. D4: unknown di due to no list or lot number provided.

Event description:
The event occurred on an unspecified date in 2024 and involved an unspecified tubing set. It was reported there was problems with disconnection of one line. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.